Manufacturer narrative:
A review of the info provided by the dental office was conducted. Based on this review, it is not possible to directly link the clinical observations to the product (hydrocast). The observed irritation is not necessarily consistent with a methacrylate allergy and the pt does not have a reported history of this type of contact allergy. Additionally, allergy is an unlikely cause since the pt is a denture wearer and is apparently not allergic to the base material. Hydrocast and denture base material are made from virtually the same ingredients and hydrocast does not contain free methacrylate. The observed irritation is consistent with denture stomatitis (first described by chase), a condition caused by chronically ill-fitting dentures. Info relating to the condition of the pt's tissue prior to placement of the product was not provided. However, while it cannot be definitely determined whether the reported symptoms are the result of an allergic response to the material used, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.

Event description:
It was reported that a pt experienced itching and swelling of the tongue and gums approximately nine hours after use of hydrocast. Blisters were observed once the dentures were removed. A topical rinse was administered to treat the symptoms. Two days following placement, the blisters and swelling were still present.